Event description:
Per oos, "device removed because of pocket infections. Hospital will hold the device for 1 month." Biotronik will call the hospital after the month is up and see if the device can be returned for analysis. Also removed: linox sd 65/18, MDR 1028232-2007-0287. Setrox s 53, MDR 1028232-2007-00288.